Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported, the insulin pump was vibrating from the alarm. The customer stated, they were unable to clear the alarm with the escape and act button. The customer's blood glucose was 130 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage to the keypad traces. No button error alarms were noted. The pump was received with minor scratches on the lcd window, a broken reservoir tube lip, a broken belt clip slot and cracked battery tube threads.